Manufacturer narrative:
Device evaluated by MFR: synergy, ous, mr, 4.0 x 32mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged; struts distorted and stretched. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all meet the specification. The product stent protector was returned for analysis with the device and it measured within the specified inside diameter. Based on the specified stent protector profile and the maximum crimped stent profile for this device shows there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 32 synergy¿ drug-eluting stent was selected for use. However, when the device was taken out from the hoop and the mandrel was removed, it was noted that the stent got stretched to the distal part. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 32 synergy¿ drug-eluting stent was selected for use. However, when the device was taken out from the hoop and the mandrel was removed, it was noted that the stent got stretched to the distal part. The procedure was completed using a different device. No patient complications were reported.